Manufacturer narrative:
The hill-rom technician found the scale was zeroed with the patient in the bed. A search of the hill-rom maintenance records showed hill-rom performed preventable maintenance on this bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed exit to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm is not working. The bed was located at the account in 333. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).